Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual devices were not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and no abnormality was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system secondary medication sets leaked. The nurse noted drips at site of the non-baxter female luer lock connector meeting the secondary medication set tubing. One set was used with ifosfamide while the other was used with doxorubicin. This was discovered before patient use. There was no patient involvement. No additional information is available.